Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient through a call via customer service representative regarding spinal devices used for her. It was reported that before implants were put in, patient addressed a concern with the surgeon and rep about the nickel and cobalt concern in the implants. She spoke to two reps and the surgeon told her that it was a 100% titanium system and there was no nickel or cobalt in the hardware. After a boating accident, a severe disc tear and left side bulge were experienced by her. Neurosurgery was consulted by her after all basic treatments had been tried. She has a known nickel and cobalt allergy, so the surgeon¿s advice for acdf surgery was considered. After the doctor reassured her that only titanium hardware would be used, consent for the procedure in (B)(6) 2024 was given by her. From the day of surgery until the hardware was removed, worsening nerve pain, numbness, weakness in both arms, pain at the hardware site, and a whole-body immune reaction that affected daily life were experienced by her. Many tests like MRI, emg, esi, and visits to specialists were done by her because symptoms got worse after surgery. Many lab tests, including an ana test in (B)(6) 2025, were had by her and the ana was positive. All other follow-up autoimmune tests were negative, showing an immune response was happening in her body. After information was gathered by her, an allergy doctor was consulted, who agreed that even a small amount of nickel could cause a positive ana and her symptoms. A hard decision to have a second surgery to remove all the hardware, which she has now, was made by her. Soon after surgery, big improvements in symptoms were noticed by her and most symptoms went away. A repeat ana in (B)(6) 2025, three months after the hardware was removed, was done by her and it was normal. More procedures were needed by her because of effects from the toxin or allergen in her body. After a year and a half of pain and the pain worsened created bad inflammation in her body with a positive ana. Surgeon reached out and they released a statement that there may be nickel in the product. Patient had revision surgery for the removal of vision elite plate and screws. After that, her ana was normal. She has a nickel allergy. The cage could not be removed. She stated she feels so much better with the items removed. Additional information was received that the patient reports that the healing process after her cervical spine surgery has been "terrible" and the "worst thing she's ever had." She experiences daily pain, describing it as "solid pain" that is painful to touch in the surgical area. Initially, the herniation was left-sided, but now her symptoms are bilateral at c5-6. She could not work out due to the pain, although it is not completely debilitating. She has undergone emgs, which were reported as normal with no nerve damage. Her symptoms have persisted despite the surgeon's predictions of improvement at three months, six months, and then a year post-surgery. She managed her post-operative pain with tylenol, as she could not tolerate narcotics due to severe nausea and vomiting. The patient was concerned about a possible inflammatory response to the surgical hardware, particularly given her nickel and cobalt allergies. Recently, in (B)(6) 2025, she experienced a reaction to a dental filling, which resolved after the filling was replaced. This incident has heightened her concerns about metal sensitivities. She also mentioned a positive ana test (1:80, speckled pattern) during a neurology workup, though follow-up tests were negative. The patient was considering having the hardware removed if it is deemed stable enough, as she was worried about the potential long-term effects of the metal onher body. She continued to take children's medications for pain management but was concerned about the long-term use of nsaids due to potential stomach issues. Review of systems general: positive for pain. Musculoskeletal: positive for bilateral neck pain, inability to work out. Neurological: positive for bilateral numbness. Gastrointestinal: positive for stomach issues with advil use. Review of systems: patient reported numbness but reports no fainting, no frequent headaches, no seizures, and no weakness; tingling. She reported no fatigue, no fever, no significant weight loss, and no significant weight gain. She reported no double vision, no itching, and no eye pain. She reported no hearing loss, no difficulty hearing, no ear pain, no vertigo, no tinnitus, no ear pressure, and no drainage/discharge. Her rep reported no frequent nosebleeds, no nasal congestion, no rhinorrhea, no sinus pressure, and no blockage/obstruction. She reported no sore throat, no bleeding gums, no snoring, no dry mouth, no mouth ulcers, no teeth problems, no difficulty swallowing, no postnasal drip, and no hoarseness. She reports no loss of consciousness and no weakness. She reports no chest pain, no h/o murmur, no dyspnea on exertion, no palpitations, and no edema. She reported no wheezing, no shortness of breath, no hemoptysis, and no sputum production. She reported no vomiting, no painful swallowing, no heartburn, and normal appetite. She reported no swollen glands, no abnormal bruising, and no bleeding problems. She reports no depression and no anxiety. She reported no mu scle aches and no joint pain/arthralgias. She reported no rash, no itching, no dry skin, and no growths/lesions. She reported no endocrine symptoms and no increased thirst. She reports no sneezing and no runny nose. She reported no difficulty urinating, no pain during urination, no urinary retention, no incontinence, no hematuria, and no increased frequency. Assessment and plan: 1. Contact dermatitis: titanium plates and pins placed, with pins likely containing small percentage of nickel alloy. Reported severe, persistent bilateral neck pain and continued neurological symptoms post-surgery. Emg studies were normal, showing no nerve damage. MRI revealed bilateral herniation at c5-c6, previously left-sided known nickel and cobalt allergy raises concern for potential inflammatory response to hardware. Consultation with new spine surgeon regarding possibility of hardware removal. Obtained follow-up x-rays to assess hardware stability and positioning. Considered alternatives to oral nsaids for pain management due to gastrointestinal concerns. Educate patient on risks and benefits of hardware removal surgery. Discussing possibility of disc replacement surgery as alternative treatment option. Follow up after surgical consultation to review findings and develop comprehensive treatment plan. L25.9: unspecified contact dermatitis, unspecified cause.

Manufacturer narrative:
B5 - additional information received. D.6a, d.6b - explant and implant dates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Addtional medical records were received as below. (B)(6) 2023: test results: cytology results: negative for intraepithelial lesion or malignancy. Hpv mrna e6/e7 - not detected. (B)(6) 2023: patient presented for yearly health exam. Concerns include right ear discomfort; hx ruptured ear drums. Recent flight over the weekend and bothered on decent. No drainage from her ear. Currently taking claritin. Last mammogram with diagnostic imaging and ultrasound completed (B)(6) 2021 right breast benign lucent cantered calcifications at 4:00, 11 cm from the nipple. Superimposition of fibro linear tissue with no underlying mass on ult rasound in the upper outer right breast. Constitutional: negative for appetite change, chills, diaphoresis, fatigue, fever and unexpected weight change. Hent: positive for ear pain (rt following flight). Negative for congestion, hearing loss, nosebleeds, postnasal drip, sinus pressure, sinus pain, sore throat, tinnitus and trouble swallowing. Eyes: negative for visual disturbance. Respiratory: negative for cough, choking, shortness of breath and wheezing. Cardiovascular: negative for chest pain, palpitations and leg swelling. Gastrointestinal: negative for abdominal distention, abdominal pain, blood in stool, constipation, diarrhoea, nausea, rectal pain and vomiting. No indigestion or heartburn endocrine: negative for cold intolerance, heat intolerance, polydipsia, polyphagia and polyuria. Genitourinary: negative for difficulty urinating, dysuria, frequency, hematuria, menstrual problem, pelvic pain, urgency, vaginal bleeding, vaginal discharge and vaginal pain. Musculoskeletal: positive for neck pain (improves w injections). Negative for arthralgias, back pain and myalgias. Skin: negative for rash and wound. No concerns over skin lesions. Allergic/immunologic: positive for environmental allergies. Neurological: negative for dizziness, tremors, seizures, syncope, weakness, light-headedness and headaches. Haematological: negative for adenopathy. Does notbruise/bleed easily. Psychiatric/behavioural: negative for behavioural problems, decreased concentration, dysphoric mood, sleep disturbance and suicidal ideas. The patient is not nervous/anxious. All other systems reviewed and are negative. Reason influenza vaccine was not given today: vaccine is unavailable - patient counselled to get vaccine at a future date. And depression screen performed, and patient does not meet the criteria for depression. (B)(6) 2023: left side 21.9 mm right side 5.1 echogenic foci seen mfm to evaluate, had normal ultrasound with mfm at 28 weeks initially she did not do prenatal screening, she did genetic testing through them, normal follow-up 33 weeks 7.2 and 6.4 mm. Just outside normal limits for third trimester of 7mm. Normal growth 71%. (B)(6) 2023: nsts weekly 32 weeks per mfm. Serial ultrasounds. Continue low-dose baby aspirin continue. Check response to oral iron at next visit if no response consider IV iron. (B)(6) 2023: patient visited the clinic with neck pain. She has been experiencing these symptoms for 7 year(s) and is worse currently. The onset of the problem began with an accident. Review of outside medical records: outside records were reviewed in detail. Personal review of imaging: mr imaging done at american imaging on (B)(6) 2023 does show posterior disc protrusion at c5-6. (B)(6) 2024: patient stated she is unable to take opioids due severe nausea and vomiting. She states she will take tylenol for pain as needed. Discussed with patient she is not able to take any nsaids. She verbalized understanding. Requested zofran in case she becomes nausea and vomits after discharge. Order for zofran sent to pharmacy and norco order cancelled. Assessment: status post c5-6 acdf plan: patient is doing well they can continue to recover in pacu and when appropriate criteria met he can be discharged from the recovery room. The patient's postoperative pain management has been arranged. This patient s/p c5-6 acdf, an acute medical condition expected to require medication for pain control beyond 3 days, and it is medically necessary to treat the patient's pain. Alternative non-opioid treatment options are not appropriate due to inadequate control with non-opioid therapy. (B)(6) 2024: patient visited the clinic for post-op follow up. 1-4-24 c5-6 acdf, intervertebral biomechanical device, morselized autograft, anterior plate, operative microscope. Specialty: encounter date: (B)(6) 2024. Patient does not need her medication(s) refilled 13-feb-2024: patient visited the office today for f/u lip issues. Surgery 1/12 and 2 weeks later noted lesion over her lower lip like pustule x2 rt side lip and then had further fluid into lip. Treated for lip infection possible abscess and continued taking her doxycycline 5 days plus given clindamycin and topical bactroban. Did not take steroid. Did show improvement, never fully resolved. In addition to the lip infection, the patient reported a history of a hernia since childbirth, which had recently become more problematic. They described intermittent protrusion of the hernia, particularly during oblique exercises at the gym. The patient expressed concern about the appearance of their abdomen and a desire to have the hernia repaired. Assessment-lip infection: patient presented with a history of a pustular lesion on the lower lip, which has significantly improved but not completely resolved. - prescribe a 10-day course of doxycycline to further treat the infection. Abdominal hernia: patient reports intermittent protrusion in the left upper quadrant, likely a small ventral hernia. Referred to general surgery for further evaluation and potential repair. Ordered a CT scan of the abdomen to provide further information for the surgeon. Follow-up in july for a pap smear and to assess the resolution of the lip infection and the status of the hernia. Reason influenza vaccine was not given today: patient declined. (B)(6) 2024: patient was here today for bilateral knee pain. Right knee arthroscopy with partial medial meniscectomy. Left knee diagnostic knee arthroscopy. Acute bilateral knee pain, right focal horizontal tear identified at the periphery of the posterior body-horn junction of the medial meniscus measuring up to approximately 5mm in length, left lateral meniscus tear. (B)(6) 2024: patient visited the clinic for post-op follow up. C5-c6 acdf with interbody spacer, anterior plating. Review of tests, xr spine cervical, neck pain. (B)(6) 2024: patient presents with hernia (possible ventral hernia). Patient came to the clinic secondary to a possible hernia and epigastric discomfort. She reports noting discomfort the epigastric region to the left upper abdomen/under left rib cage during pregnancy, delivery (B)(6) 2021. Post pregnancy it went away however more recently she has noted similar discomfort again. She notes it comes and goes. She reports feeling something moving like she can push back in with some relief. This has not happened recently and she cannot reproduce it, just happens sometimes. She is unable to associate the pain with any movement, food, eating, drinking, etc. It can last a short time or long time. She denies nausea, vomiting, nsaid use, pud history, h pylori history. She has used pepcid for reflux symptoms but no recent change/worsening in symptoms. She denies diarrhoea, change in bowel habits. She underwent CT abd pelvis without contrast on (B)(6) 2024 due to luq pain noting thickening of the gastric wall, possible gastritis, increased density of the gb lumen, nonspecific mesenteric lymph node prominence, left renal vein compression, retained stool in the colon. She also underwent ruq us noting normal gallbladder wall at 1mm, no stones, no biliary ductal dilation. She is independent, nonsmoker. She reports c section, bilateral knee scope procedures and anterior cervical discectomy due to traumatic injury after sailing accident - nausea, vomiting with anaesthesia, no allergies to anaesthetics. Impression: luq discomfort, incidental gastric thickening on CT (B)(6) 2024, rectus diastasis, small asymptomatic umbilical hernia. Plan: egd with possible biopsy, core exercises such as planks, cont. Pt for rectus diastasis. The patient/parent was counselled about the importance of a yearly flu vaccine. (B)(6) 2024: diagnosis info: encounter for screening mammogram for breast cancer. Comparison: (B)(6) 2024 3 mammogram. Right breast: no suspicious enhancing foci, masses or areas of non-mass enhancement. No abnormal axillary or internal mammary lymph nodes. Left breast: no suspicious enhancing foci, masses or areas of non-mass enhancement. No abnormal axillary or internal mammary lymph nodes. Ancillary findings: none. Impression: no suspicious findings on bilateral breast MRI. Moderate physiologic background parenchymal en hancement. (B)(6) 2024: MRI spine cervical w/o contrast: findings: the cervical lordotic curvature is grossly preserved. Anterior spinal fusion c5-6. The vertebral body heights are preserved and demonstrate normal fatty marrow signal intensity and/or degenerative endplate changes. Disc height loss and/or disc desiccation are present. The visualized brainstem and cerebellum are within normal limits for age. The cervical spinal cord is normal. No significant soft tissue abnormality is present. Segmental analysis: c2-c3: no disc herniation, central canal stenosis or foraminal stenosis is present. C3-c4: no disc herniation, central canal stenosis or foraminal stenosis is present. C4-c5: minimal central disc protrusion. No central canal stenosis or foraminal stenosis is present. C5-c6: no disc herniation, central canal stenosis or foraminal stenosis is present. C6-c7: no disc herniation, central canal stenosis or foraminal stenosis is present. C7-t1: no disc herniation, central canal stenosis or foraminal stenosis is present. Impression: no significant disc herniation, central canal stenosis or foraminal stenosis is present. Stable anterior spinal fusion c5-6 disc level. (B)(6) 2024: patient is here for a new patient consultation today, opoid agreement signed and reviewed with patient. Patient informed of regulatory standards regarding narcotic medication refill requests requiring face to face encounters. (B)(6) 2024: patient visited hospital with neck pain. Pain is located in neck, rue, and lue. Pain score reaches 8 out of 10 on a nrs. Pain has been present for over 3 months. Pain is increased with activity. Decreased with rest. Pain radiates to r hand and l hand, c6 dermatomes. Pain limits patient ability to perform household/work tasks and adls/idls such as dressing and shopping. Patient has tried activity modification, medications, therapy/exercises/hep with inadequate relief. Hep includes dynamic/isometric exercises. Conservative measures have been performed f or over 6 weeks. (B)(6) 2024: patient consulted for neck pain. Patient had ultrasound with maternal-fetal medicine with normal findings. (B)(6) 2021: missing multiple fetal anatomy views. Repeat in 4 weeks. (B)(6) 2021: 3 cm fundal ultrasound noted during the fetal anatomy scan. Likely insignificant for complications during pregnancy. Left side 21.9 mm right side 5.1 echogenic foci seen mfm to evaluate, had normal ultrasound with mfm at 28 weeks. Initially she did not do prenatal screening, she did genetic testing through them, normal follow-up 33 weeks 7.2 and 6.4 mm. Just outside normal limits for third trimester of 7mm. Normal growth 71%. Afi 7.2 at 33 weeks. Repeat 2 weeks 6/2. Afi 5.9, breech at 35 weeks. Patient admitted for steroids, monitoring. Patient having spontaneous preterm contractions during admission 35 weeks responding to oral procardia. Patient has tried activity modification, medications, therapy/exercises/hep with inadequate relief. Hep includes dynamic/isometric exercises. Conservative measures have been performed for over 6 weeks. Chronic neck pain (primary) ddd (degenerative disc disease), cervical spondylosis, cervical radiculopathy - cervical epidural steroid injection; future. Patient is anticipated to follow up for continued management and observation of the conditions. This is to achieve the active goals of sufficiently improving pain, function regarding adl/idl's, and to coordinate care among specialty providers and primary care as necessary. Adjustments in patient care are outlined above to achieve these long-term goals. (B)(6) 2024: the patient underwent a cervical epidural steroid injection (cesi) at the c7-t1 level due to a history of successful outcomes from similar procedures, which have consistently provided over 70% pain relief lasting more than three months. The procedure was performed with the patient in a prone position under standard asa monitoring. After sterile preparation and marking the site, a full timeout was conducted. Fluoroscopic imaging identified the c7-t1 interlaminar space, and local anaesthesia was administered using 1% lidocaine. A 20-gauge tuohy needle was advanced to the epidural space, confirmed via loss of resistance and fluoroscopic views. Following negative aspiration, 1 cc of isovue 300 was injected to confirm epidural spread, followed by a mixture of 1 ml of 10 mg/ml dexamethasone and 1.5 cc normal saline. No paraesthesia or intravascular spread was observed. The needle was withdrawn, a bandage applied, and the patient was moved to recovery without complications. (B)(6) 2025: patient visited the clinic for follow up. Review tests ¿ numbness, numbness and tingling both arms. (B)(6) 2025: ana ifa is a primary screening test used to detect up to 150 autoantibodies associated with various autoimmune diseases. A positive result suggests autoimmune activity and prompts further evaluation of titer and pattern. The speckled pattern, noted as ac-2,4,5 ,29, is linked to conditions such as mixed connective tissue disease (mctd), systemic lupus erythematosus (sle), sjogren's syndrome, dermatomyositis, and systemic sclerosis/polymyositis overlap. The patient presents with numbness and radiating pain in both arms, likely related to prior c5-c6 disc surgery. Due to decreased sensation, blood tests will be conducted to rule out any metabolic causes. If results are unremarkable and symptoms persist, an MRI of the brain may be considered, although the patient currently prefers to defer it. A follow-up is scheduled in six weeks. (B)(6) 2025: the patient was seen for allergy-related concerns and evaluated primarily for neuropathy, presenting with persistent numbness and tingling in both arms following a c5-6 cervical spinal fusion. Despite normal nerve conduction studies, symptoms include neck pain, weakness, and carpal tunnel-like features, with MRI confirming a well-managed fusion and no significant disc herniation. A possible diagnosis of metal hypersensitivity to surgical hardware was discussed, along with the limitations of current testing. The patient prefers to avoid medications and focus on identifying the root cause. Routine health maintenance was addressed, including recent lab work for urine, thyroid, lipid panel, a1c, cbc, and chemistry, with plans to review results once available. Follow-up with allergy/immunology is advised, and referral to a (B)(6) center may be considered if symptoms persist without a clear diagnosis. Topics discussed included the expected illness course, lab schedules, and medication education, with thepatient demonstrating understanding. Lifestyle counseling was provided for abnormal bmi, emphasizing healthy diet and exercise. No follow-ups are currently on file (B)(6) 2025: the patient was seen for follow-up and discussion regarding cervical spine hardware. A personal review of the MRI scan performed on (B)(6) 2024, at lee health showed that the hardware at c5-6 is in good position with no evidence of neurocompression. She continues to experience neck pain with numbness radiating down both arms following her anterior cervical discectomy and fusion (acdf) at c5-6 on (B)(6) 2024. After an in-depth discussion, the possibility of removing the anterior cervical plate was considered. The patient plans to undergo additional allergy testing with her allergist, and depending on the results, she is inclined to proceed with plate removal. She fully understands that her symptoms may persist even after the procedure and is willing to accept that risk. A tentative plan has been made to schedule the removal of the anterior cervical platepending the outcome of allergy testing. (B)(6) 2025: the patient presents with neck pain and numbness radiating down both arms following anterior cervical discectomy and fusion (acdf) at the c5-6 level performed on (B)(6) 2024. Given the persistence of symptoms, the planned procedure is removal of the anterior cervical plate at c5-6. (B)(6) 2025: (explant date) the patient was evaluated in the recovery room following the procedure and was mildly sedated but responsive and able to follow commands. They reported pain in the back of the neck and between the shoulder blades. The procedure involved removal of the anterior cervical plate at c5-6, during which the locking screws and vertebral body screws were successfully removed without difficulty, followed by complete removal of the plate. (B)(6) 2025: verbal consent was obtained from the patient or their representative prior to initiating the consult via abridge. The consultation was conducted in real time using interactive audio and video technology, with the patient located at home or another remote location and the provider at the clinic. The patient was informed about the technology used and agreed to proceed. No facility-administered medications were provided during this visit, and no quality measures were addressed. (B)(6) 2025: the patient was seen for post-operative follow-up following the removal of the anterior cervical locking plate at c5-6 on (B)(6) 2025. She reports significant improvement, with only minimal neck pain at this time. The surgical procedure was completed successfully, and her current symptoms are better. Documentation was signed by the medical assistant.